Event description:
Boston scientific received information that this right atrial (ra) lead had pulled loose or had broken. Additional information indicated that this lead got dislodged and will then be revised once the patient's other issues will subside. This ra lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating this right atrial (ra) lead exhibited oversensed noise which resulted in pacing inhibition. Loss of capture was also noted along with high out of range pacing impedance measurements. It was determined the lead had fractured. An invasive procedure was performed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.